Manufacturer narrative:
Destructive analysis of the pump revealed no anomaly.

Event description:
The healthcare provider (hcp), via a company representative, reported that there was a possible over-infusion. The pump was explanted, returned for analysis, and replaced with another company product. No patient symptoms were reported. The device was used as treatment for non-malignant pain. The patient outcome was not reported, although it noted that there was no patient death. The medication the pump was being used to infuse was unknown. No patient symptoms, medical history, concomitant medications, or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), product type: accessory. Product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.